Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to bladder bleeding. The patient also experienced some low flow alarms. A cytoscopy was scheduled to treat the bleeding. No further information was provided.

Event description:
Additional information: the patient is stable and has been discharged home. The bleeding has stopped and the low flow alarms resolved. The patient's inr is within therapeutic range.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusions: a direct correlation between the device and the reported bladder bleeding could not be determined through this evaluation. Review of the submitted log file data confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The account did not report a specific cause or treatment for the low flow condition; however, it was reported that the low flows resolved. The submitted controller event log file contained data from (B)(6) 2020 ¿ (B)(6) 2020, and captured multiple low flow controller fault flags, twelve of which lasted long enough to result in intermittent transient low flow hazard alarms. No other notable alarms or controller faults were captured. Almost all of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. The low flow events were also noted to have been associated with elevated calculated average pi values. Overall, calculated average flow and calculated average pi ranged from 2.3-4.0 lpm and 4.6-12.4, respectively. No elevations in pump power were observed. Despite the momentary low flow condition, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. The lvad event log file captured data on (B)(6) 2020, and appeared to show the pump operating as intended with no atypical lvad faults recorded. The submitted controller and lvad periodic log files contained data from (B)(6) 2019 ¿ (B)(6) 2020, and appeared to show the system operating as intended with no low flow events or atypical events recorded. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6), was shipped on (B)(6) 2018. The patient remains ongoing on (B)(6), and no additional adverse events or pump-related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.